Event description:
Per a pmcf study: bioflo PICC with endexo technology: hcp reported that the catheter was removed due to thrombotic catheter occlusion. The catheter had been placed to manage the patient's clinical condition of dehydration.

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. A UDI nor a lot number were provided by the end user, therefore section d4 was unable to be filled in. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description "the catheter was removed due to thrombotic catheter occlusion" could not be confirmed the PICC device was not returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review was conducted since there was no reported lot number and DHR review of ship history report lots could not be performed since item number is unknown. Potential root cause for this type of sae is inadequate care and maintenance of the PICC device (e.g. Flushing); this is cautioned against in directions for use of the device. Labeling review: the dfu (directions for use) that is supplied with this PICC device contains the following directions for catheter care/maintenance: flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis. Avoid sharp or acute angles during insertion which may compromise catheter functionality. Catheter maintenance: it is recommended that institutional protocols be followed for all aspects of catheter care, use and maintenance. The following care, use and maintenance information is not intended as a substitute for institutional protocol, but rather, to describe guidelines and recommendations that can be used successfully with the bioflo PICC with endexo and pasv valve technology. General catheter care and use: use aseptic technique during catheter care and use. Use standard and universal precautions during catheter care procedures. Never leave catheter uncapped. Do not use clamps, or instruments with teeth or sharp edges on the catheter, as catheter damage may occur. Potential complications/adverse events: vascular thrombosis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).